Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. During ge healthcare checkout, it was noted that pressure won't drop to 20cmh2o when apl (adjustable pressure limiting) is set to 20 during manual checkout; it remains at ~40cmh2o. The apl valve was replaced to resolve the reported issue.

Event description:
The hospital reported that, unit alarmed for leak during pre-use test. There was no reported patient involvement.